Manufacturer narrative:
The data acquisition (da) pcba and gas delivery system (gds) were returned for failure investigation. Visual inspection of both parts revealed no evidence of damage or contamination. The da pcba and oxygen solenoid valve were disassembled from the gds and not returned with the gds assembly. The da pcba and gds assembly were tested, and no failures were identified.

Event description:
It was reported that while the ventilator was being put on a patient, "machine pressure sensor auto-zero failed" occurred. The patient was placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The manufacturer¿s international service technician inspected the device and found in the ventilator diagnostic logs an error code indicating proximal pressure sensor auto-zero failed. The manufacturer¿s international service technician replaced the flow sensor and data acquisition board to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.